Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor device could not be interrogated. The interrogation was in process when an alert stating, unable to interrogate popped up. The programmer was moved in multiple different locations but the issue still occurred. It was discussed to try a different room to interrogate the device. The patient had left the clinic and will be followed remotely. When patient is brought in at next clinic follow-up, interrogating the device in a different room will be made. Patient condition was stable during and after the event.